Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after announcing and dosing for a lunch meal, with glucose readings around 270 mg/dl despite observing that insulin was delivered; the cause of the hyperglycemia was unclear, no alerts or alarms were reported, and the case was assigned for additional training after initial troubleshooting and education. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for clinical management support and user education. Investigation included review of device data synchronized to the portal and user coaching on best practices. Investigation of this case revealed no confirmed device malfunction and that further training was indicated to optimize therapy use. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.